Event description:
Late 70¿s female with history of pelvic organ prolapse. Procedure: anterior colporrhaphy saraspinous ligament fixation, cystoscopy. During the procedure, the capio needle would not advance. Attempted to use #2 capio needle, would not advance. Attempted to use #3 capio needle would not advance (all 3 have the same lot #). Number 4 capio needle used successfully. Minor delay in procedure, no known harm to patient. Discharged home the same day. Manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic organ prolapse, capio slim (per site reporter). Will obtain #3 manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic organ prolapse, capio slim (per site reporter). Will obtain #2 device manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic organ prolapse, capio slim (per site reporter) will obtain.